Event description:
Pt on neosynephrin drip to maintain bp s/p CABG and return to or for medialstinal bleed. IV pump failed to deliver medication due to kink in braun tubing bp dropped transiently while tubing changed, increased to baseline immediately after drip restarted. No adverse effects noted. Pt discharged.